Manufacturer narrative:
Additional information: a1, b3, b5 and h6 - health effects codes.

Event description:
Additional information received: event occurred during testing. Event date was (B)(6) 2023. There was no patient injury.

Manufacturer narrative:
Other text: b3: date of event is unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not cycling. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received with a loose input manifold assembly, missing CPAP knob and cracked battery cover. Per functional testing, continuous flow was present. The complaint was confirmed. The root cause was the manifold assembly. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device is scheduled for repair and will be returned to service upon successful completion of repair activities.